Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.